Event description:
Country of complaint: (B)(6). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 4 unopened pouches. There is one previous complaint of this code/batch from the same facility/same reason. There are no units in OEM stock. (B)(4) units were used for the analysis. All analyzed closed packs from the stock are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.